Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user made a late breakfast meal announcement approximately 25 minutes after eating, after which the blood glucose rose to 295 mg/dl with a sustained upward trend; no alerts were reported and the event was managed with the usual breakfast meal announcement without external assistance or medical intervention. Symptoms included none reported. Outcomes included transient hyperglycemia without prolonged out-of-range duration and without functional limitation. Investigation included review of user-reported history and device performance through troubleshooting and education. Investigation of this case revealed that the device functioned as designed and that the hyperglycemia was associated with a missed or delayed meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user handling, specifically delayed meal announcement, was the likely cause.